Event description:
In 2008, the lay user/patient contacted lifescan alleging the test strip port was too tight on the one touch ultra link meter. The pt stated he needed to wiggle the test strips right and left, and push down hard to insert the test strip. The pt did not suffer any symptoms before, during, or after the issue. The pt did not seek any medical attention. There does not appear to be any misuse of the product and the product is not new. This complaint is being reported because the pt mentioned the test strip port was too tight and it was difficult to insert a test strip. The pt did not suffer any injury due to the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.